Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit including a guide wire within its advancer, the severed distal end of a 2-lumen catheter, and the product lidstock for analysis. The proximal portion of the extension line with the extension lines was not returned. Signs of use were observed on and within the returned components. Visual analysis revealed only biological material within the severed distal end of the catheter body. The catheter was dissected to analyze the contents within. Microscopic inspection confirmed the biological material which matches the customer description that the device was used during the procedure. No other defects or anomalies were observed. According to the customer report, the reported foreign material was "found from the catheter tip to the 5 cm part under x-ray fluoroscopy." Clinical and medical affairs (cma) stated there is a plug within the distal end of the lumen to divide fluid pathway. The plug is an intended feature of the catheter device and appears white during x-ray fluoroscopy. The customer report is consistent with the plug being misidentified as foreign material. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided within this kit warns the user, "ensure catheter patency prior to use. Check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. Flush lumen(s) to completely clear blood from catheter." The complaint of foreign material inside device was not confirmed through complaint investigation of the returned sample. Visual analysis revealed foreign material was observed within the returned, severed catheter body. Microscopic analysis revealed the foreign material to be biological material which matches the customer description that the device was used during the procedure. Cma stated the plug within the lumen which divides fluid pathway appears white during x-ray fluoroscopy. The customer report is consistent with the plug being misidentified as foreign material. Based on the customer report, the sample returned, and the comments from cma, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "some foreign material, was found from the catheter tip to the 5 cm part under x-ray fluoroscopy. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred."

Manufacturer narrative:
Qn# (B)(4). UDI: (B)(4).

Event description:
It was reported that: "some foreign material, was found from the catheter tip to the 5 cm part under x-ray fluoroscopy. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred."